Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cap from elbow of the arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled 300. As it was stated, the cap from elbow of the arm was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to missing cap from elbow of the spring arm, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of missing covers from spring arm occurrence is low. According to the subject matter expert at the manufacturer, the incident is due to an inappropriate use. To prevent such an issue from reoccurring, manufacturer¿s recommendation is to follow the instructions from operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).